Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) and manufacturing representative regarding a patient receiving intrathecal fentanyl 2500.00 mcg/ml at 700mcg/day, dilaudid 7.5mg/ml at 2mg/day, and prialt 1.2 mcg/ml at 0.3357 mcg/day. The lot numbers were unknown. The indications for use were non-malignant pain and chronic low back pain. The patient experienced hypotension and hypothermia and was admitted to the intensive care unit (ICU). The patient was hospitalized. The patient was transferred from one hospital to another on (B)(6) 2015 due to being unresponsive. The patient was refilled "(B)(6)" 2015), and a new medication was added. The hcp suggested getting the manufacturing representative help them turn the fentanyl dose down from 700mcg/day to 200mcg/day, which he felt would help manage the patient's symptoms. The daily dose was decreased. The order was to decrease the fentanyl to 200mcg/day, dilaudid 0.6006mg/day, prialt 0.0961mcg/day. It wasnoted that the change in therapy/symptoms was sudden. It was unknown if the symptoms were device related or related to drug in the pump. It was unknown what led to the event and how the issue was identified. It was unknown what diagnostic/troubleshooting were performed. The patient's status was "alive - no injury" at the time of this report. It was unknown if the issue was resolved at the time of this report. It was unknown if any surgical intervention occurred. Follow up is being conducted. Clarification on the symptoms was requested. If additional information becomes available, the event will be updated. (The event date was approximately (B)(6) 2015).